Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Customer will reach out to healthcare provider for back up insulin therapy.